Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged one piece sled, premature sled movement additional information was requested and the following was obtained: at what location on the tissue? Artery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third. During which stroke did the event occur? Third. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue before the event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Across. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower force when fired but the surgeon compared with (B)(4). After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? Lung cancer. Does the patient have any relevant history of surgical treatments? If so, what? Unk. How long has the surgeon been using this device for this procedure (in years)? Just around 2 weeks for the (B)(4). Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results of the found that it was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further evaluation, the one piece sled was found to be broken. While no conclusion could be reached as to how the sled became damaged, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the third stroke of the third firing. The staples were malformed. The procedure was completed by same like device. There were no adverse patient consequences.